Event description:
The pt came back to dr (B)(6) with ventral hernia symptoms at the site of a prior repair. Dr (B)(6) reoperated and found the hernia had recurred through one small corner of the original repair where fixation of the surgimesh xb ck-10 had been insufficient to the abdominal wall. The corner of the xb ck-10 that was insufficiently fixated folded over. The xb ck-10 was found to have good ingrowth and to be clear of adhesions. Dr (B)(6) explanted the xb ck-10 and replaced it with a surgimesh xb ok-1015.